Manufacturer narrative:
The suspected computer was returned to the manufacturer for analysis. Analysis found that the returned hardware functioned normally. Analysis found that the reported event was not related to this hardware.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the rolling stone computer required replacement. The system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure after inspection was performed on the system, when exiting, ¿no signal¿ was displayed and the system could not be started. Although forced termination was performed and the system was rebooted repeatedly, ¿no signal¿ was still displayed. The site stated they replaced the computer with a back-up computer. There was no patient present when this issue was observed.